Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to disconnect a minicap transfer set from the patient line of an unspecified pd cassette. This was described as ¿the transfer set kept twisting but would not detach¿. This occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a homechoice patient line connecter was returned for evaluation. The patient line connector of the cassette was returned attached to the transfer set for sample analysis. The returned patient connector was connected and disconnected to the transfer set by hand with no issues. The reported problem was not verified. The sample met specifications. Should additional relevant information become available a supplemental report will be submitted.